Manufacturer narrative:
Twenty-six (26) actual samples were received for evaluation with the aluminum foil peeled. A visual inspection was performed with the naked eye noted sponges were fully separated from each of the twenty-six (26) caps. The reported issue was verified. The cause of the condition was determined to be mishandling during distribution. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that sponges were found separated from twenty-six (26) minicaps. This was identified prior to use. There was no patient involvement. No additional information is available.